Event description:
Subsequent information received: quality found the device kinked, not separated as reported. It was confirmed with the account that the correct device was returned and the device should have been reported as kinked and not separated in two pieces.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft kink was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional, relevant information.

Event description:
It was reported that during a heavily calcified, chronic totally occluded, de novo, 99% stenosed, below the bifurcation, left anterior descending (lad) and right coronary arteries (rca) stenting procedure, a xience v 2.5 x 18 mm stent delivery system (sds) and a xience v 3.0 x 15 mm sds were advanced but would not cross the heavily calcified lesion and both of the proximal shafts broke in two pieces. There was no intervention needed to remove either of the devices. The lad lesion was dilated with a mini trek 2.0 x 15 mm balloon and a non-abbott balloon. A non-abbott stent was implanted in the rca to complete the procedure. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.